Event description:
The surgeon was performing a tlif single level at l4-l5. Disc space was prepped using distractor, razor and a rasp and trials used prior to implant insertion. The rep watched the scrub tech using proper technique with the inserter. The implant had no cracks or chips. A straight path trajectory was used from the lateral area, bringing the implant to center in the disc space. When detaching, the silver knob of the inserter would not turn. The surgeon explanted the implant. Once explanted, the implant was easily released and the implant reloaded and released again without difficulty. The inserter was only finger tightened as per the technique. Once implanted, the silver knob again would not turn. The surgeon loosened the silver knob with difficulty the second time and the implant released and was left implanted in the disc space.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device MFR date is unk. Evaluation is pending.